Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, and the sensor session continued successfully. There was no reported adverse impact.